Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received failed battery alarm. The customer¿s blood glucose level was unknown. Customer stated that they had a received failed battery alarm during normal use. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.